Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested, and no leaks were found. The pump was functionally tested and did not pass the 8lb. Activation test; the pump required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Product analysis confirmed the device malfunction with the returned pump.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) pump explanted and a new pump was re-implanted. The patient status following this procedure was not reported.